Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: the keypad was torn near the ok button. The down arrow and contrast buttons responded intermittently. Contamination was found under all of the button contacts. Unrelated to the keypad, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the ¿down¿ button was under responsive. It was reported that the keypad cover was torn prior to the tactile change. The reporter stated that there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.